Event description:
It was reported that prior to connecting to patients IV the bd alaris¿ gravity set the chamber separated from the tubing. There was no patient impact. The following information was provided by the initial reporter: pre-op had an issue when they went to hang gravity tubing on (B)(6) 2023. The chamber disengaged from the tubing before being connected to the patient IV or the bag, no harm to patient.

Manufacturer narrative:
H6: investigation summary one sample of material number cm42500e-07 was submitted for quality investigation. It was reported by customer that the chamber disengaged from the tubing before being connected to the patient IV or the bag could be verified. Evaluation of the extension set shows that the tube separated from the drip chamber. Further visual inspection shows the lack of solvent on the tubing. Quality notification send to manufacturer and the root cause is traced to manufacturing process and the solvent application. There is a funded project underway to mitigate the risk of the failure, which involves improvements to the solvent applicator. H3 other text : see h10.

Event description:
It was reported that prior to connecting to patients IV the bd alaris¿ gravity set the chamber separated from the tubing. There was no patient impact. The following information was provided by the initial reporter: pre-op had an issue when they went to hang gravity tubing on (B)(6) 2023. The chamber disengaged from the tubing. Before being connected to the patient IV or the bag. No harm to patient.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.